Event description:
It was reported that the battery was observed to be depleting quickly intermittently which resulted in the pump shutting down. The customer¿s blood glucose was 160(mg/dl). Reportedly the customer had an alternate pump for insulin therapy.